Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported that the patient was hospitalized due to their incision site opening and developing an infection. The pump was subsequently explanted.